Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review is not possible as no serial number has been provided.

Event description:
It was reported "inconsistent presence of yellow ECG wave (while white one is working fine). Inconsistent of white and yellow ECG wave. All connections checked and does not seem to make a difference; have gotten xrays to confirm placement of PICC."